Event description:
During the use of the dupaco support cushion, the pts are having ulcers.

Manufacturer narrative:
As the distributor, (B)(4) is informing the FDA of the pt related incident and will follow up after investigation is completed by the MFR dupaco, inc. (B)(4).